Event description:
Back in september, I woke up to get ready to go to work, when I discovered that my entire vision was impaired or cloudy white with no visibility. I noticed that by squinting, I was able to see somewhat but not able to drive a car. This problem prolonged for several weeks where my vision started to get better. In the meantime, my optometrist was unable to find the root cause, who recommended I talk to a corneal specialist. He examined my eyes and was unable to find a problem but determined it was related to my contact lenses. The dr recommended not to wear my contacts for a period of two weeks. After two weeks, I went back and inserted two new contact lenses where the problem resurrected itself. After seeing 4 drs, they are unable to find the source of the problem. I took matters in my own hands and decided to not wear contacts for 2 months. After this time, I purchased all new products and the problem has no longer returned. Just recently, I heard on our local tv news and reading about this regarding my situation. At the time of the incident, I was literally blind, concerned about my safety, functioning at work since we use a computer and make presentations. I would like to present my situation to the FDA in order to help this case along.